Manufacturer narrative:
Pending investigation. Recall (if recall number is given) or correction/removal number: z-0019-2022.

Event description:
As reported by legal notification, the patient had an initial right tka on (B)(6) 2012 and was revised on (B)(6) 2013. The patient presented with a painful constrained right knee replacement. The patient was noted to have marked wear of the polyethylene on x-ray, but not gross evidence of loosening. He had a large effusion and popliteal cyst that was painful. The patient has failed conservative management including activity modification and anti-inflammatory medications. The patient underwent a second right knee revision on (B)(6) 2022. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be severe wear of the liner with delamination. Next the femoral component was noted to be loose and there was a fracture of the stem at the femoral component junction. The femoral component and stem were removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Attention was then turned to the tibia. There was some peripheral osteolysis. The patella was noted to be well fixed, but there was some wear on the patella.